Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) regarding a patient with an implantable pump. It was reported that the patient got an infection, so the pump was getting removed. The permanent shutdown code for the pump was provided.

Manufacturer narrative:
B5 has been updated to include information previously captured in 3004209178-2026-06743 as it was determined that this information p ertains to this report instead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the pump was implanted on (B)(6) 2026 and explanted on (B)(6) 2026. The full health care facility address was provided. When asked if the infection resolved, it was stated that a trial debridement and irrigation/washout took place on (B)(6) 2026. The patient was put on oral antibiotics and wound care was performed. After removal of the pump, intravenous (IV) antibiotics was administered along with hospital admission. The patient was discharged from the hospital on (B)(6) 2026 and it was stated that it was to be determined if the infection was cleared. The patient's pump was permanently shut down and discarded. It was also previously reported in MFR report # 3004209178-2026-06743:[information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose via an implantable pump. It was reported that an infection at the pump site occurred. The pump was explanted. The catheter remained implanted. The issue was not resolved as of (B)(6) 2026. The healthcare provider had discarded the pump. The pat ient's medical history would not be made available.]